Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant, a guidewire was unable to be passed through the lumen of the left ventricular (lv) lead. A replacement lv lead was chosen, however a new guidewire was also unable to pass through the lumen of the replacement lead. A third lv lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.